Event description:
The rep reported the device was used during a gastrectomy. It was reported the atw35 formed an inconsistent staple line. Some staples did not appear to be present, causing a bleeder along the mesentery. The case was completed by over-sewing the bleeding area.

Manufacturer narrative:
Date sent: 11/24/1998. D5,6; h4: info not available, device not returned for analysis.